Event description:
It was reported to boston scientific corporation that a gemini basket was to be used in an endoscopic stone removal procedure performed on (B)(6) 2022. During preparation, when opening the gemini extractor packaging, the basket wires were found broken. Another gemini basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter address: (B)(6). (B)(4).